Event description:
It was reported that the customer had low blood glucose levels of 30 mg/dl before going into the operating room of a hospital. The cause of the hospitalization was not provided. The customer had high blood glucose levels of 233 mg/dl at the time of the call. The customer requested assistance programming and setting up the replacement insulin pump. The customer also reported that there was damage on the screen of the insulin pump rendering it difficult for anyone to see the screen. Assistance was provided in setting up the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).